Event description:
It was reported that physician was unable to deliver the stent to the intended target and pulled the undeployed icast stent back into the introducer sheath. When the stent contacted the hub of the sheath, it became dislodged from the deployment system. Upon withdrawal, the stent came off in the hub of the sheath. All device components were retrieved, and the procedure was completed using another icast stent device.

Manufacturer narrative:
Due to character limitation in field e1: event site name: (B)(6). Upon completion of the investigation into this event a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Additional information: d10, e1 (initial reporter, event site email, event site telephone), e2, e3, h6. Corrected field: d4 (lot). The customer reported that during a revision of a renal fenestration procedure, the physician was unable to advance the icast covered stent to the intended target location. The undeployed stent was withdrawn back into the introducer sheath. Upon contact with the sheath hub, the stent became dislodged from the balloon delivery system while inside the sheath. All device components were retrieved, and the procedure was completed using another icast stent. The device was returned for evaluation. Examination confirmed that the stent was no longer positioned on the balloon and exhibited deformation consistent with passage through a tight radius. Inspection of the balloon surface showed clear stent frame impressions, indicating that the stent had been properly crimped during manufacturing. No evidence of material defect, manufacturing nonconformance, or device malfunction was identified. A review of the manufacturing records associated with the device lot showed that the product met all specifications, including stent retention requirements, and passed all required quality inspections. Manufacturing equipment was properly calibrated and qualified at the time of production. A historical review of CAPA and ncrs was completed, which did not identify any issues directly related to this complaint. A complaint history review did identify related complaints involving stent dislodgement, which were associated with procedure complications or pulling the undeployed stent back into the introducer sheath. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Based on the evaluation findings and event description, the most probable cause of the stent dislodgement was withdrawal of an unexpanded stent back through the introducer sheath. This action is contraindicated in the instructions for use, which warn against pulling an unexpanded or partially expanded stent back through an introducer sheath and provide instructions for proper removal if necessary. The investigation concluded that the event was not caused by a manufacturing or design-related failure of the device and was consistent with use contrary to labeling instructions.